Event description:
It was reported that during a supply change on an ilet system, the connector could not attach properly and insulin leaked, resulting in prolonged interruption of insulin delivery and with a reported blood glucose of 370 mg/dl. The user had inserted the infusion set with tubing detached and repeatedly removed and reinserted the cartridge from the connector outside of the pump, then completed a new supply change with new supplies and resumed delivery. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included a delay to therapy without medical intervention or hospitalization. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed leakage at the seal consistent with a connector/coupler issue and a fluid leak during the event. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.